Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was implanting a cc4204a implantable collamer lens, diopter +19.5, into the patient's eye, the lens tore. The reporter stated that nothing unusual occurred during the surgery and an experienced technician performed the procedure. The lens was exchanged during the same surgery. The problem was resolved. This occurred on (B)(6) 2017.

Manufacturer narrative:
Device evaluation: lens was returned in liquid, in lens vial. Visual inspection found lens torn in four pieces. Corrected data: previous: cc4204a implantable collamer lens, corrected: cc4204a collamer single piece lens. (B)(4).